Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6), 2012 and explanted on (B)(6) 2012 due to visual disturbance. No patient injury was reported.

Manufacturer narrative:
(B)(4). Intraocular lens. The lens was received at abbott medical optics (amo) in (B)(4) for analysis and has been shipped to the manufacturing site in (B)(4) for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Evaluation of the returned lens found it to be covered with surface residue, not inconsistent with an explanted lens. Diopter inspection of this lens found it to meet specifications for optical properties. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens. All pertinent information available to abbott medical optics has been submitted.